Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (damaged cap w/moisture) issue. The reporter denied damage to the pump but alleged the battery cap was damaged with stripped threads and moisture ingress. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-jan-2020 with the following findings: during investigation, the threads of the returned battery cap were found to be stripped. The pump was unable to be tested because the battery cap would not tighten securely on the pump. There was no damage found on the pump. There was no evidence of moisture or corrosion in the battery compartment. A leak test was performed and no leaks were identified. The pump cover was opened and no moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.